Manufacturer narrative:
The patient had undergone liposuction to the abdominal area and fat transfer into the breast. The patient was prescribed antibiotics to treat the affected area and had an incision/drainage procedure on the affected area. The device was evaluated and found to be operating as intended, side effects from infection were not caused by the laser treatments, but reportable in this incident since the patient had an intervention procedure.

Event description:
The patient had medical intervention for a swollen breast.